Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: lasso nav variable eco catheter, model # d-1343-01-s, lot # 17438772l. Swartz lamp sheath, model and lot numbers unknown. Pressure products safesept transseptal needle, model and lot numbers unknown. (B)(4). No error messages were observed on any bwi equipment during the procedure. Spi value was 0-1. Smarttouch catheter was not in close proximity to another catheter. Catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 piu. There is no information regarding whether or not the carto 3 system indicated to re-zero the catheter.

Event description:
It was reported that a (B)(6) year old female patient underwent a redo pulmonary vein isolation ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention (pericardial window). At the end of the case, after 2 transseptal punctures, left atrial mapping, and ablation of the right and left pulmonary veins, the patient became hypotensive. Tamponade was observed via intracardiac echocardiogram. Pericardiocentesis yielded an unknown amount of fluid. Post-pericardiocentesis, the blood pressure stabilized with a systolic of 90mmhg. Protamine was given at the end of the case, as part of the atrial fibrillation protocol. Patient was transferred to the surgical suite for a pericardial window. Patient outcome is improved and stable. It was noted that no effusion was observed pre-procedure, during mapping, or during ablation. There were no factors cited that may have contributed to the adverse event. Physician's opinion regarding the cause of the adverse event is that he believes it occurred during transseptal puncture. Transseptal puncture was performed with a pressure products safesept tsp needle with sheath. Sheath used was a swartz lamp. Generator parameters included power at 35 watts on the anterior wall and 30 watts on the posterior wall. There is no information regarding overall ablation time and last ablation cycle time. Irrigated catheter flow was set to thermocool smarttouch settings. Patient received anticoagulant during the procedure with activated clotting time (act) maintained above 300 seconds. At the end of the procedure, act was adjusted to accommodate the surgical intervention.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female patient underwent a redo pulmonary vein isolation ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention (pericardial window). The returned device was visually inspected and was found in good condition. Per the event, the catheter was tested for electrical performance, temperature response and generator compatibility, and was found within specifications. A deflection test was performed, which the catheter passed. The catheter was evaluated for eeprom, and the sensor functionality was tested on the carto system. The catheter was recognized by carto 3 system with proper visualization and no error messages. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. An irrigation test was performed, and the catheter passed. No occlusion was observed. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
On 9/15/2016, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).